Manufacturer narrative:
Follow-up #1: date of submission 08/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: the review of the black box data showed no evidence of short battery life. In addition, the original complaint was not duplicated during the actual testing. Multiple premature¿cs240¿ low battery alerts were observed occurring due to a discharged battery use. The ez-prime steps were performed correctly; all currents reading measured within specification. The pump was opened and no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module. Unrelated to the original complaint, the battery compartment was noted to be cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.